Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that post-procedure as device was about to be pulled out, the irrigation port fell off. Device was pulled out completely and sheath was aspirated. The procedure was completed successfully prior to issue. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. The reported allegation was confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that post-procedure as device was about to be pulled out, the irrigation port fell off. Device was pulled out completely and sheath was aspirated. The procedure was completed successfully prior to issue. No patient complications occurred. The device is expected to be returned for analysis.